Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 6935m72 lead implanted: (B)(6) 2013; 429888 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the transmission report revealed that a power on reset (por) had occurred. The reset was cleared via device interrogation and a high voltage charged was performed manually. The device longevity bar displayed appropriately and the device remains in use. The patient is enrolled in the attain (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Analyst commented, (por) occurred due to illegal address issue as per the save 2 disk review.